Event description:
It was reported that the subject device displayed white spots on the image. The issue occurred during set up in room, before patient in room. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion section, interruption and weakening of the light guide bundle, and component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image had white spots due to component failure of the insertion section. The most probable cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.